Manufacturer narrative:
The quattro catheter was discarded by the user. Therefore the device associated with this complaint will not be returned for evaluation. Event of death was serious because it met criteria for seriousness (death). The patient was in a critical condition after cardiac arrest. The patient's brain death was probably due to the patient's clinical condition. Finding of the thrombus on a catheter was a not serious because it did not met criteria for seriousness (did not cause death, was not life threatening, did not cause permanent damage, did not require hospitalization). The patient was at high risk of dvt due to drug abuse, drug intoxication, and immobility. The patient was in a critical condition after cardiac arrest. Such patient population is predisposed to thrombogenicity, and development of thrombus is a common complication. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%. Development of thrombus is a known complication of central catheters of any kind as well [zoll white paper on dvt]. The development of a thrombus on a catheter was probably due to the patient's clinical condition. Date of event is unknown.

Event description:
During the ivtm treatment for the patient with hypothermia after resuscitation at drug intoxication, the quattro catheter was placed in the right femoral vein. Per reporter, the therapy successfully completed, however, the quattro catheter was not removed. Per reporter, the patient was on dvt prophylactic with full anticoagulation of partial thromboplastin time (ptt) for more than 50 seconds using heparin perfusor. The patient underwent standard intensive care including ventilation, invasive blood pressure measurement, and complete diagnostic procedures. No information was provided on when the patient brain death occurred. During the organ-explantation due to brain death, the physician noticed a large dvt at the quattro catheter. The dwell time of the catheter was 48-96 hours. The dvt prophylaxis was given from the beginning. The patient had a history of drug abuse, drug intoxication, and immobility. In addition, slow or no flow of the blood could be a contributing risk factors in developing the dvt.